Manufacturer narrative:
Correction: d9: field should be "june 18, 2024".

Event description:
It was reported that a patient presented with premature battery depletion, inappropriate shock, and over-sensing of noise noted on the patient's implantable cardioverter defibrillator. The right ventricular lead was noted to have insulation damage, over-sensing of noise, and inappropriate shock. Both the lead and device were explanted on (B)(6) 2024, the patient was stable throughout.

Manufacturer narrative:
The reported field of premature battery depletion could not be confirmed in the lab. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.